Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: are implantable cardiac monitors the 'gold standard' for atrial fibrillation detection? A prospective randomized trial comparing atrial fibrillation monitoring using implantable cardiac monitors and dddrp permanent pacemakers in post atrial fibrillation ablation patients. Europace. 2016 jul;18(7):1000-5. Doi: 10.1093/europace/euv367. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders. The article contained information comparing atrial fibrillation (af) monitoring using implantable cardiac monitors (icm) versus permanent pacemakers. It was determined that correct identification of af was significantly better with pacemakers, some of icm electrocardiograms were unable to be interpreted, and that there was a high degree of artifact thereby reducing the specificity and sensitivity with the icm. The status of the devices is not known. Further follow up did not yet yield any additional information. No patient complications have been reported asa result of this event.